Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with a condition of underdelivery on channel a. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 25 2007. Evaluation summary: the pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.